Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The device reset when the charge button was pressed. There was no reported patient involvement.